Manufacturer narrative:
This is a follow up to emdr 9617229-2023-15216. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "slow leak".

Event description:
Patient reported "rupture" and "slow leak". Later healthcare professional report " deflation". This record is for the right side. Device was explanted and discarded.